Event description:
It was reported that during implant a dislodgment was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.